Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed critical pump error and open book image. Customer's blood glucose was unknown. The device also has a long crack beginning from the top of the device and along the length of the battery tube.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 was present in the format history file due to severe corrosion on the force sensor assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests due to the critical pump errors. The pump was received with a cracked case on the battery tube area. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, a damaged keypad overlay texture, peeling end cap address label and slight corrosion in the battery tube.